Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had insulation damage noticed during normal device change out. Additional information obtained from the field representative indicated that there were two small areas about 1-2 centimeters each that the insulation was split open and the conductor coil was exposed. The physician opted to use a lead repair kit and placed sleeves over the outer insulation. The lead remains in service. No adverse patient effects were reported.